Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported the phaco handpiece was occluded and could not be flushed. Timing of the event and patient involvement are unknown. Additional information has been requested but not received to date.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The system was manufactured on january 22, 2008. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned sample revealed dents on the irrigation line and a missing connector cap. Functional testing was performed on the returned phaco handpiece (hp) in which a flow test was performed to test the irrigation and aspiration lines for occlusion. The handpiece was able to pass the test. In addition, the hp was run on a calibrated system for 5 minutes on 100% ultrasound and torsional power successfully. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).